Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "system error 3 alarm" is not able to be confirmed. The distributor's engineer checked the pump and could not replicate the alarms. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while in use, the intra-aortic balloon pump (iabp) set off a system error 3 alarm. As a result, the user replaced the iabp with a back-up successfully. According to the recorder paper that was generated during the procedure, a "high baseline 1" occurred before the "system error 3". The distributor's engineer checked the iabp, but could not reproduce the error. Patient outcome reported as good. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use, the intra-aortic balloon pump (iabp) set off a system error 3 alarm. As a result, the user replaced the iabp with a back-up successfully. According to the recorder paper that was generated during the procedure, a "high baseline 1" occurred before the "system error 3". The distributor's engineer checked the iabp, but could not reproduce the error. Patient outcome reported as good. There was no report of patient complication or serious injury and death.